Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited increased threshold measurements and loss of capture (loc). A lead dislodgement was suspected. It was noted that the patient paces approximately 50 percent of the time. A health care professional (hcp) contacted boston scientific technical services (ts) to inquire about effectiveness of anti-tachycardia pacing (atp) if it were to be delivered. Ts discussed the option of increasing atp output. Sensing and impedance measurements were noted to be stable and within normal limits. Programming changes were made to outputs and monitoring will be continued. This product remains implanted and in service. No adverse patient effects were reported.